Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13d12044 with no issues noted during the manufacturing process. There were no deviations from the standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. Visual inspection was performed and a hair was noted in the unopened transfer set packaging. The cause was determined to be due to a manufacturing issue. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a hair inside its pouch. The issue was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was reported to be available but has not yet been received. A batch review will be completed. Should the evaluation be completed or additional information be obtained, a supplemental report will be submitted.